Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the during preparation of the 2.75x15mm nc trek balloon dilatation catheter it was observed that the shaft was kinked and attempt was made to straight out the device; however, separated at the shaft. Another device was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported kink and separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to preparation/use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the bdc was inadvertently mishandled during preparation such that the shaft became kinked and upon further manipulation the shaft ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.